Manufacturer narrative:
Event summary - a distal segment of the lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo. There was blood on the distal conductor of the lead and it was obstructed. The inner tubing of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a possible first rib/clavicle fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.